Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l5-s1 fusion where rhbmp-2 was mixed with local bone graft and placed into an interbody cage via a posterior approach. Post-op the patient continued to suffer from back and left leg pain. Subsequent scans demonstrated evidence of radiculitis at the l4 nerve root. Approximately 20 months post-op, the patient underwent an additional surgery. During the additional procedure the patient suffered cardiac arrest then required additional an additional operation to heal his wounds. Reportedly, the patient continues to have severe disabling pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2007: the patient presented with the following pre-operative diagnosis: l5-s1 herniated nucleus pulposes degenerative disc disease. He underwent the following procedures: l5-s1 transforaminal lumbar interbody fusion with rhbmp-2/acs. Screws, rods and cage were also implanted in this surgery. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.